Event description:
Customer reported an altitude alarm 21 issue with their pump, which had previously occurred with the same device. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support took corrective action by arranging to replace the pump with one having updated software. The customer was informed of necessary steps to prepare for the pump's return and delivery, including putting the old pump in storage mode and returning it within ten days using the provided return box and label. Customer acknowledged understanding of these procedures and will use mdi as backup therapy to ensure insulin delivery is not interrupted.